Event description:
The customer reported that there is a distortion of sound from the speaker. There wasn't any negative patient impact.

Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4) . Product evaluation pending. Issue is being reported as alert could not be cleared by operator.

Manufacturer narrative:
(B)(4).